Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing and decreased impedance numbers in the few weeks following implant. Artifacts were noted on the rv lead during non sustained episodes. An x-ray was taken however, there did not appear to be any change in the lead location. The issues were discovered when the patient came to the hospital after experiencing syncope. The rv lead has been explanted and a new rv lead implanted without issue. There were no additional adverse patient effects reported.